Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate since the material number has been changed, it has concluded in an update that is provided in this follow-up report.